Manufacturer narrative:
(B)(64. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a low anterior resection on (B)(6) 2016 and a barbed suture was used. After the procedure, a physician discovered a dehiscence in the fascia and that the fascia was shredded. Prior to the dehiscence, the patient was throwing up and coughing. It was reported that it is not clear if the suture was broken upon reoperation. Another like device was used to resolve the case. The surgeon opined that the barbs of the suture sawed through the fascia when patient vomited and coughed. The current condition the patient was reported as doing fine but there is concern he will develop hernia.